Event description:
The customer reported that her olympus evis exera iii xenon light source was experiencing scope detection issues during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed with no harm to the patient by moving the patient to another room.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The subject device was tested and inspected using olympus-test scopes. The image was stable without any scope communication errors present. However, it was noted that the socket slider switch was worn and causing intermittent use of high intensity mode. Additionally, deep scratches were found on the top cover. The print on the front panel label was fading. A non-olympus lamp was installed and reading at 100+ hours, with a light output measuring within range. The main power switch, fan, and air pressure were all up to date and functioning properly. It is highly recommended that the customer update the lamp to an olympus-approved model for the subject device to function optimally. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.